Manufacturer narrative:
On (B)(6) 2020, mentor became aware of more comprehensive list of symptoms not previously reported including upper respiratory breathing syndrome, hyper thyroid, neck back pain, arm tingling numbness, virtigo, faint, nervous, anxious, fatigue, cognitive dysfunction, muscle aches, joint pain, dry skin eyes mouth hair, weight gain loss, easy bruising, slow healing of wounds, heat intolerance, ringing in the ears , heart palpitations, shortness of breath,metallic taste, tender lymph nodes, tingling numbness arms legs, burning pain chest wall breasts, muscle twitching, dehydration, photosensitive, skin bumps, premature aging, vision issues, slow muscle recovery after activity, gastrointestinal digestive issues, food intolerance and allergies, smell sensitivities, throat clearing, cough, difficult swallowing, choking feeling, lung infection, chronic inflammation, feeling like dying, headaches, dizziness, and migraine, anxiety, panic attacks, hypo/hyper thyroid symptoms, hypo/hyper adrenal symptoms, symptoms of lyme, symptoms or diagnosis of ebv viral reactivation this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness including unable to breath, upper respiratory breathing syndrome, hyper thyroid, high inflammation, terrible neck & back pain, tingling & numbness in left arm, virdigo that comes and goes, faint, nervous, and being anxious. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown gel implants on both sides and was presented with generalized illness including unable to breath, upper respiratory breathing syndrome, hyper thyroid, high inflammation, terrible neck & back pain, tingling & numbness in left arm, virdigo that comes and goes, faint, nervous, and being anxious. As a result, the device will be explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.